Event description:
It was reported that when using the bd pyxis¿ medstation¿ es slowness of the system. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was slowness of the system. A technical support specialist checked that the station had not been rebooted for an extended period, which may have contributed to the reported issue. Advised the user to reboot the station and monitor for any recurring problems. The system functioned as intended after the technical support specialist troubleshot the device.